Event description:
Patient underwent a right total knee replacement on 7/10/87 for the diagnosis of advanced rheumatoid arthritis of the right knee with genuvarum deformity. Implanted components used were zimmer products. Patient's post-op course was uneventful and she did well. In february 1992 patient related experiencing the sudden onset of acute pain while ascending and descending stairs. X-rays revealed definite loosening of the patellar prosthesis, basically a shearing off of the proximal peg. Patient underwent surgical revision of the right total knee placement on 4/3/92. The finding during surgery was complete detachment of the patellar component shearing off of the proximal stem and basically cutting out of the distal steminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.